Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cobalt chrome femoral head, unknown, unknown, unknown regenerex acetabular cup, unknown, unknown, unknown e1 acetabular liner, unknown. Report source, foreign - the event occurred in (B)(6). This device is not cleared for distribution or marketed in the us, but is similar to taperloc hip system (k050441, jdi). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent a right hip surgery. During the follow-up visit, the patient had moderate pain and some difficulty performing daily activities at the six month and five-year follow-up visits. Attempts have been made and additional information on the reported event is unavailable.